Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2022 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the hernia defects was identified. A piece of ventralex st mesh (device #1) was placed into preperitoneal space and secured using sutures.¿ (B)(6) 2022 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open and laparoscopic repair with the removal of mesh (device #1) and implant of ventralight st using echo ps (device #2). Per operative notes, ¿the prior mesh (device #1) was encountered at the caudad edges of the fascia was dissected and excised. A ventralight st using echo ps (device #2) was placed on defect and tacked.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2021) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (catalog no, lot no, expiry date, UDI no), d.6b, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.